Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer stated that they received questionable results for two patient samples tested with ise indirect na for gen.2 and one patient sample tested with ise indirect k for gen.2 on a cobas 4000 c (311) stand alone system. Of the three samples, one had an erroneous result for na that was reported outside of the laboratory. The sample initially resulted with an na value of 124 mmol/l, which was reported outside of the laboratory. The doctor complained about the result, so the sample was repeated, resulting with an na value of 145 mmol/l. No adverse events were alleged to have occurred with the patient. The na electrode lot number and expiration date were asked for, but not provided. The customer found a lot of crystallization underneath the reference electrode. The field service engineer determined that there was a missing o-ring seal on the reference electrode, causing a fluidic failure. The o-ring was replaced. No further issues occurred after these actions. The investigation determined the cause to be related to the missing o-ring. The replacement of the o-ring resolved the issue.